Event description:
It was reported that a revision surgery was performed for a patella resurfacing. No devices were explanted.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.